Event description:
Note: date of event is unk. It was reported to boston scientific corp in 2008, that an ultratome sphincterotome device was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the tome would not unbow during the procedure. The procedure was completed with another ultratome double lumen sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the event was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. According to the complainant, the device has been disposed and is not available for return. The device eval cannot be performed; the cause of the reported malfunction is undetermined.